Event description:
It was reported that, "during the tka, the surgeon was drilling the pt tibia to fix a baseplate, the 1/8" drill was broken. The fragments was removed immediately."

Manufacturer narrative:
Eval summary: visual inspection indicated the returned drill has fractured. The fractured point is located at the transition point from solid bar to the flutes. The 1/8" drill w/o stop is made of 17-4 ph stainless steel with minimum hardness hrc 38. The fracture surface was examined under an optical microscope at 20x magnification. The examination revealed that the fracture had occurred as a result of a bending overload as opposed to a torsional overload, suggesting user misuse. The investigation concluded that the drill was likely subjected to excessive bending forces due to excessive angulation during drilling. The drill is not intended to perform under excessive angulation and loading during use. This event is believed to be related to user misuse.